Event description:
It was reported that following application of the drain dressing and turning on the pump, a faulty renasys channel drain was constantly alarming as blocked on the renasys touch pump. There was a delay of 5 hours approximately and there was no s+n back device at the moment but the representative was able to drive to take them a replacement . No harm or injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks leaks or blockages. The IFU offers further guidance. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.